Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable bilirubin direct and bilirubin total results for one sample from a baby that was tested in a sample cup on the analytical p module analyzer serial number (B)(4). The initial results were a bilirubin direct of 0.1 umol/l and a bilirubin total of 4.1 umol/l. The results were reported to the doctor who asked for the tests to be performed again. The laboratory reran the same sample and the result for bilirubin direct was 9.4 umol/l and bilirubin total was 293.7 umol/l. No information was provided to determine if the patient was adversely affected. The bilirubin direct reagent lot number was 63970401 with an expiration date of 09/30/2012. The bilirubin total reagent lot number was 63304801 with an expiration date of 12/31/2012. The field service representative found the sample cup was used on a 16 x 100 tube in a rack. The tube was solid in the rack but noted the cup had room to play. He also noted the ridges in the cup would make it very difficult to ensure a bubble was not present unless the sample color was dark and the rounded bottom of the cup doesn't allow the sample probe to go as deep into the sample as compared to the conical bottom the original cups. He installed tube adaptors into the racks and used a 13 x 75mm tube with the same type of sample cup. He noted there was still a small amount of play but at a lower height than the 16x100mm tube. The alignments were checked to prevent the sample probe hitting the cup walls.